Event description:
It was reported that the t:slim x2 pump battery would not charge, and there was a power source alert in the pump history identified as alert 07. There was no mention of any impact on the customer¿s blood glucose level. The customer was advised to use a functioning outlet to charge the pump for at least 30 minutes, and a follow-up confirmed that the power issue was resolved.